Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information indicates that non-invasive programmed stimulation (nips) was performed. Shock impedance measurements following a 1.1 joule shock were 85 ohms. The physician elected to continue monitoring.

Event description:
Boston scientific received information that during implant procedure, this new implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead exhibited high shocking lead impedance but was within normal range. A boston scientific technical services (ts) discussed possible calcification or scar tissue on the right atrial (ra) lead coil. Additional information received indicated that during wound check, high shocking lead impedance measurements greater than 125 ohms was noted. The cause was not determined. The patient will be continuously monitored through routine follow-up. This device and rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the ICD emitted beeping tones. Interrogation of the device with a programmer revealed continued high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed beeping tones can occur for out of range shock impedance measurements and discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that the physician will continue to monitor.